Event description:
Ous MDR - after an implantation time of 6 months, a low shock impedance was reported. No deterioration in the pt's state of health was reported. The device was explanted.

Manufacturer narrative:
Ous MDR.